Event description:
It was reported to philips that image storage was not possible when taking an image. The device was inside of clinical use at the time of the reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the x-ray pc monoplane which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the event occurred during a planned non-emergency treatment procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not storing images. Analysis of the log file confirmed that the system had a failing image disk and due to that, all images were deleted. During troubleshooting, the fse found that there was malfunction in the x-ray pc image drive. The fse replaced the x-ray pc. After replacement of the x-ray pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.